Event description:
Customer reported that a patient sample with a previous history of anti-c,-e,-jkb and a positive antibody screen did not react with the ficin treated cells of the panel. Customer stated that weak - 1+ reactivity was observed with some of the antigen positive cells from the untreated panel. The test was repeated with competitor panel cells/ peg and negative results were obtained.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. There were no similar complaints against this lot. (B)(4).